Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. It was noted that the device exhibited diagnostic anomaly as the lead impedances and threshold values were missing. Programming changes were suggested. The patient was stable.